Event description:
It was reported that the patient presented to the clinic for a routine follow up. The pulse generator could not be interrogated. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.